Event description:
It was initially reported that the patient passed away. The physician reported that the patient had been in hospice care in (B)(6) 2011 and they had not heard from the patient since then. The reason the patient was in hospice was unknown by the office. Search of the social security death index revealed that the patient had passed away. The physician's office was unaware of this. This death event has been reviewed and with the available information has been determined not to be sudep. The patient was under hospice care at the time of death due to an undisclosed terminal illness. As the patient was in a poor state of health at the time of death, the death was likely not unexpected. Good faith attempts for more information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2011 due to causes of other forms of chronic ischemic heart disease; other forms of chronic ischemic heart disease; unspecified mental retardation; atherosclerotic heart disease; ischemic cardiomyopathy; atrial fibrillation and flutter; congestive heart failure. Underlying cause of death was provided as major cardiovascular disease. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Date received by manufacturer, corrected data: inadvertently not provided in follow-up report #01. The received date for follow-up report #01 was 03/03/2016.